Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc were acceptable. The field service representative found that the vacuum nozzle was not aspirating entirely from the dilution cup. He flushed the vacuum and sipper nozzles, repositioned the vacuum nozzle in the dilution cup, and performed tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 147 mmol/l, and the repeated result was 140 mmol/l. The repeated result was obtained on another module and was believed to be correct.